Event description:
According to the nurse, the injection port closest to the luer lock adaptor was leaking when she was priming the line with tpn. The nurse gathered the tubing and placed in a bio hazard bag and reported the problem to the nursing supervisor.